Manufacturer narrative:
Concomitant products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that abnormalities in impedances were measured due to a lead disconnection or blood flow in the patient after implant. Impedances had gradually increased and stimulation was not working due to all electrode impedances being high. A revision to check the system connections was going to be done. During the revision, the implantable neurostimulator (ins) site was opened and the leads were found to be disconnected from the ins. Tissue and fluid was found inside the ins connector so the hcp removed as much as they could. Impedances of the leads were tested with an external neurostimulator (ens). Impedances were normal on one lead, but the high impedances over 20,000 ohms was measured on the other lead on all electrodes except two electrodes. The leads were connected to the ins and impedances were tested. Impedances were measured to be high, but stimulation was being delivered to the patient normally. The hcp noted that impedances were different when measured with the ens and ins. The hcp suspected an ins malfunction so the ins was replaced; however, impedances were still over 20,000 ohms. Since there were no issues with stimulation, the ins site was closed. No further troubleshooting, actions/interventions, or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2015-23738 and 6000153-2015-00359.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a manufacturing representative reported the patient had a loss of therapy and stimulation stopped. Impedances were checked and measured to be over 20,000 ohms on both leads. Impedances had gradually increased to 20,000 ohms. A revision was done on (B)(6) 2015 to investigate the cause and resolve the issue. When the impedance of the leads were checked, one lead had impedances in normal range, but the other lead had impedances over 20,000 ohms except for two electrodes. During the revision, the health care provider (hcp) found fluid and tissue within the header block of the ins. The hcp wiped off as much fluid as possible and inserted the leads, but the impedances remained high. An ins malfunction was suspected. When tested with an external neurostimulator (ens), the patient felt stimulation so the ins was replaced. After replacing the ins, the patient continued to feel stimulation, but impedances remained high. Since there were no problems with stimulation the procedure was concluded. The patient's indication for use is causalgia.